Event description:
It was reported that the device had an alarming error code 1660. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) correction: d4 model number updated. H6: annex a code corrected from a1601 (device alarm system) to a140802 (failure to infuse). H6: annex g code corrected from g06001 (alarm) to g04105 (pump. H2) device evaluation: h6 updated. H3: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, and no disposable alarm (nda) testing, the customer problem was not duplicated. The manufacturer representative inserted the batteries to power up the pump to error code 1870 message on the display. The motor was locked which caused alarm message display error code 1871. The pump was out of date, and the manufacturer representative recommended the microprocessor unit board be replaced as preventative maintenance (pm). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.